Event description:
It was reported that during a photo-selective vaporization of the prostate (pvp) procedure using a greenlight moxy fiber optic, the aiming beam appeared to be weak and the metal cap at the fiber tip that became loose but did not fully detach. The fiber was not dragged, cleaned or overheated; no error message was received. The fiber was replaced and the procedure completed with no complications to the patient.